Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported both an error message with the adc reader, and a sensor error message. The customer was therefore unable to obtain glucose results. The customer reported that due to this issue, they experienced a loss of consciousness and was provided treatment of sugar from unspecified third-party. There was no report of death or permanent injury associated with this event.